Event description:
It was further reported that the lead was later explanted and replaced due to medical judgment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a syncopal episode and it was noted that the patient had atrial arrythmias with rapid ventricular response. The left ventricular (lv) lead r waves had decreased from 10 mv to 3 mv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.